Event description:
It was reported that the patient underwent vns explant on (B)(6) 2013 due to infection. It was reported that the patient had undergone generator replacement on (B)(6) 2013. It was reported that the patient is still healing and that vns will not be reimplanted. The mother reported to the surgeon that the patient continued to have seizures with vns therapy and she has decided to not continue with vns therapy. Attempts to obtain additional information will be made.

Event description:
Review of the DHR for the implanted generator confirmed sterilization prior to shipment.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.